Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted right ventricular (rv) lead's defibrillation coil was squeezed and became deformed due to stenosis of the superior vena cava (svc). The lead was removed and replaced. It was also reported that the attempted his bundle lead was unable to reach the left ventricular surface and exhibited high pacing thresholds and was thus unable to correct the patient's bundle branch block. The lead was removed with no replacement. No patient complications have been reported as a result of this event.